Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h10.

Event description:
It was reported that during an initial tmj procedure, the patient lost sensation due to drilling too close to bone. Subsequently, on an unknown date, the surgeon reopened the patient to determine if the screws could be damaging the nerve. A collagen sheet was added to the site and the patient stopped feeling any sort of pain or weakness soon after. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. It was reported that the alleged event was due to the surgeon drilling too close to the nerve, however, the digital file review by 3ds could not confirm this. Therefore a definitive root cause cannot be determined. The alleged issue was reported to the designer of the product. The designer conducted an investigation and provided the results. ¿there was no information provided on which side of the patient's mandible was affected during the tmj surgery. Digital file review of the patient's mandible shows the closest screws to the nerve on both the patient's right and left side. The closest screw to the nerve on the patient's right side is approximately 3.49mm. The closest to the nerve on the patient's left side is approximately 3.43mm. Per wi 470-500 (rev j) tmj component design, the nerve has a thickness offset of approximately 1mm prior to component design; and each projected screw must be at least 2mm away from the nerve. These requirements are defined by zimmer biomet and aligned to inst.9.0.2.2 rev 2 patient matched tmj design requirements. After reviews of the DHR, all components passed final inspection per wi 470-503 (rev I) tmj-pmi final inspection and shipping. This case shipped on 19 november 2018. No other adverse effects were reported after surgery.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial tmj procedure, the patient lost sensation due to drilling too close to bone. Attempts have been made and additional information on the reported event is unavailable at this time.